Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: clinical analysis of late open conversion after evar at our institution source: the japanese journal of vascular surgery (2025), vol 34 supplement, ro5-4. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed. Title: clinical analysis of late open conversion after evar at our institution authors: shun hiraga, et al. Source: the japanese journal of vascular surgery (2025), vol 34 supplement, ro5-4 in this study, 20 patients who underwent late open conversion (loc) after endovascular aortic repair (evar) between june 2007 and september 2024 at the reporting hospital were evaluated. One of the 20 patients underwent initial evar at another hospital. During the same period, a total of 156 evar procedures were performed at the reporting hospital, resulting in an loc incidence 12.8% (20/156 cases). The mean follow-up period was 697 ± 1078 days. The stent grafts used for the initial evar procedures were zenith in 7 cases, gore® excluder® aaa endoprosthesis in 6 cases, endurant in 4 cases, afx in 2 cases, and a handmade covered z-stent in 1 case. The mean aneurysm diameter before evar was 53.5 ± 14.9 mm. The mean interval from evar to loc was 54.8 ± 43.6 months, and the mean aneurysm diameter prior to loc was 65.5 ± 16.6 mm. The primary indications for loc were aneurysm enlargement due to endoleak in 14 cases and stent graft infection in 6 cases. All patients underwent open surgical procedures. Stent graft explantation and abdominal aortic graft replacement were performed in 15 cases, while branch vessel ligation and aneurysmorrhaphy were performed in 5 cases. Aortic neck banding was performed in 2 cases. In all cases involving stent graft infection, omental implantation was additionally performed. The mean length of hospital stay was 35.5 ± 33.2 days. The 30-day mortality rate was 5% (1/20 cases). The fatal case involved the development of an aorto-duodenal fistula following stent graft explantation and abdominal aortic replacement, which led to worsening infection and pneumonia. During follow-up, 3 patients (15%) died from causes unrelated to the aortic disease or procedure. The estimated cumulative survival rates at 1, 3, and 5 years were 95%, 81%, and 67%, respectively.